Event description:
We received a telephone complaint from (B)(6). The complainant reported first use of the product zio xt patch distributed by irhythm. The product is used to detect and diagnose irregular heart rhythms. On (B)(6) 2024, she used the patch the first time, reported dizziness within minutes that lasted one hour and nausea during the night. The complainant discontinued using the product on (B)(6) 2024, the dizziness and nausea went away. No medical treatment was sought.